Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: patient was implanted with plate and screws for an extra articular distal femur fracture due to a gun shot wound on (B)(6) 2012. The patient did weight bearing fully immediately after surgery. It was noted, actually running, patient still is psychotic. An x-ray (B)(6) 2013 showed the plate was bent at the fracture level. Patient was returned to or on (B)(6) 2013 for re operation. No further information is available at this time.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.